Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitor exhibited oversensing. Programming changes were recommended and have not been made. Patient was fine and will be monitored with routine follow-up.